Event description:
A report was rec'd that a pt was experiencing some mild irritation and redness at the pocket site. The pt was prescribed antibiotics. Later, the physician determined that the pt had developed an infection and explanted the pt. The pt developed drainage at the pocket site and a fever, and was given IV antibiotics. The physician does not believe that the infection was device related, and the pt is reportedly doing well.